Manufacturer narrative:
(B)(4).

Event description:
It was reported that a resolute integrity rx drug eluting stent was being used to treat a severely calcified lesion in the cx exhibiting 90% stenosis. The device was removed from packaging and inspected prior to use with no issues noted. It was reported that the lesion was pre-dilated with a euphora balloon. Resistance was noted while advancing the device and force was used. It was reported that two attempts were made to cross the lesion and on the second attempt to remove the device the stents got "banged" up. Procedure was completed with a non medtronic stent. No patient injury or other clinical sequelae reported for this event.

Manufacturer narrative:
Device evaluation:. No damage noted to the distal tip. The 22nd and 23rd distal stent segments were deformed with raised struts. The remaining segments were intact.